Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and the reported difficult or delayed positioning associated with leaflet grasping and clip interacting with the chordae and difficult to remove appears to be due to a combination of patient morphology/pathology (pre-existing posterior flail) and the procedural circumstances of poor image resolution as there were difficulties in visualization due to the image quality. Tissue damage appears to be due to the procedural circumstances of difficult to remove the clip from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal injury/flail after clip interaction with the chordae. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip was advanced, but visualization was difficult due to the imaging quality. Multiple grasp attempts were made and different locations of the mitral valve were grasped, but there was no effective reduction in mr. There was difficulty grasping the leaflets. The patient had a pre-existing posterior flail. The clip interacted with chordae on two occasions, but the clip was able to be removed. After the second chordal interaction, a new disruption on the posterior leaflet was noted. The physician could not determine if the new disruption was due to chordal rupture or leaflet injury. It was decided to abort the procedure and re-evaluate the patient. The undeployed mitraclip was removed. The mr grade was unchanged at a grade 4. There was no additional information provided.